Event description:
It was reported that pt underwent a left total hip replacement. Several years later, in 1998, x-rays revealed failure of the polyethylene liner with breakthrough of the femoral head. Shortly thereafter, pt underwent revision of the hip where it was noted that after the femoral stem was removed, there were two large cavitary defects that were uncontained in the proximal femur. The liner was obviously disassociated from the cup and it appeared that the liner locking mechanism had failed. Extensive metallosis was also noted. The acetabular cup was removed and replaced with a multihole #62 porous in-growth cup and howmedica #1 exetor stem. Pt went on to an uneventful recovery.